Event description:
Procedure: implant. According to the reporter: in 2008, the port was implanted. It was implanted on the patient's left site in an abnormal location, because of his hobby hunting. Due to the distance of the port-chamber and as a result the necessity of a large arch of the catheter, the length of the catheter was not sufficient for a correct placement in the right heart ventricle. The resulting tension on the catheter has caused a progressive dislocation of the catheter, which was confirmed by an x-ray picture at about one month later. This x-ray was taken because of the poorly operating port system. After the total malfunction of the port , it was no longer used. It is assumed that a further bend down took place, which is also the opinion of the senior physician, who explanted the port. The location of the break is equivalent to the impression of the x-ray picture. The port-system was explanted in 2009. During pulling the port-catheter, it broke away inside of the vessel and slipped into the right heart ventricle. This was confirmed via x-ray. The patient was transferred to another hospital for heart surgery, where the port-catheter was removed by minimally invasive surgery through the groin.